Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 85-120mg/dl fasting. Verified the strips expire 11/19/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern with all the blood results. Customer has several meters and runs his blood multiple times a day, he wants to keep up with his blood sugar. He decided to check all 3 meters and the accucheck and the one of the true track meters is reading almost right on to each meter. But this true track meter is reading much higher than the other 2 meters. Customer says he usually runs his blood before a meal then sometimes an 1-2 hours after a meal. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 85-120mg/dl fasting. Verified the strips expire 11/19/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern with all the blood results. Customer has several meters and runs his blood multiple times a day, he wants to keep up with his blood sugar. He decided to check all 3 meters and the accucheck and the one of the true track meters is reading almost right on to each meter. But this true track meter is reading much higher than the other 2 meters. Customer says he usually runs his blood before a meal then sometimes an 1-2 hours after a meal. Adverse event not reported.